Manufacturer narrative:
Follow-up #1: date of submission 09/16/2016 device evaluation: the device has been returned and evaluated by product analysis on 08/25/2016 with the following findings: returned battery cap is able to fully attach/tighten to pump. The pump was successfully run on a 24-hr basal program using the returned cap with no loss of power occurrences. Unable to duplicate complaint of no power during investigation. Observed cs 064 and cs 078 alarms on the date of the complaint; the user cleared these alarms by powering the pump off and then turning it on again. Evidence of moisture in battery compartment/on underside of battery cap; leak test failed due to battery compartment leak. Battery compartment crack to the left of the bumper pad from the threads traveling down to the case seal. No damage observed to power circuit. Display is dim/fading (pink). Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (damage with moisture ingress) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.